Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
Visual inspection of the returned articular surface confirmed that the post had fractured off into two pieces at the base. Discoloration and delamination were noticed on the proximal surface of the implant. It was also noted that the dovetail feature had gouges and appeared to be compressed on both sides. The device features were analyzed dimensionally and visually and found conforming to print specifications where measured. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. Review of compatibility for the articular surface and femoral component found the devices to be compatible. A complaint history search for the articular surface part and lot combination identified no other reported complaints. Per the package insert of this device, prosthesis fracture is a known adverse effects of the procedure. The in-vivo age of the device, the discoloration, and the delamination observed on the returned device, along with the post fracture, all point to failure due to wear and fatigue as the root cause.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken articular surface.